Event description:
On 09/01/2025, it was reported that the user discovered a cracked screen upon waking and believed it was caused by rolling onto the ilet during sleep. The user was advised to switch to backup therapy until a replacement arrives. Blood glucose was not impacted. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.